Manufacturer narrative:
Medtronic received additional information that the paravalvular leak was moderate. The physician also noted that there was severe calcification of the patient's native annulus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation status updated coding updated product analysis: upon receipt at medtronic's quality laboratory, visual analysis revealed damage to the sewing ring adjacent to one of the stent posts. This damage was consistent with the explant process. All leaflets were received in the closed position, with a gap at the point of coaptation. The leaflets were flexible and intact. All commissures were intact. The sewing ring was not flat upon receiving the valve. After flattening the sewing ring, the outer diameter of the valve measured at 29.04mm, which is acceptable for this product. Conclusion: based on the reported information and the analysis of the explanted product, the reported moderate paravalvular leak (pvl) immediately post implant was most likely due to the patient's anatomy and severely calcified annulus. Such calcification can impact the ability of the prosthetic valve to fully seal against the patient's tissue, and may result in the observed pvl. No valve issues aside from damage that occurred during the explant procedure were found. Although there was a gap at the point of coaptation, this would not have contributed to pvl, and the valve was found to meet specifications for this product. Although the most likely cause of this event is the patient's native anatomy and tissue, a conclusive cause of the moderate paravalvular leak (pvl) cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic aortic valve, paravalvular leak (pvl) developed around the stent post. Three additional sutures were placed, but the leak persisted. The valve was explanted and replaced with a valve of the same size and model. The physician felt there was a high possibility that the pvl was due to the patient condition, not a problem with the product. The surgery lasted 5 hours. No additional adverse patient effects were reported.